Manufacturer narrative:
Follow-up # 1 ¿ (09/10/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter obtained a "low bg" message, indicating a result <1.1mmol/l and then received a result of 6.6mmol/l on the same lifescan meter within 20 minutes. This complaint is being reported for the following reason: based on statistical methodology, the variation between the results exceeds the maximum acceptable value of 1.11mmol/l difference between readings averaging under 5.56mmol/l and taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.